Event description:
Immediately after the insertion of the spinal cord stimulator (medtronic 37751), began firing in my left arm and hand in addition to the back. It was only supposed to be stimulating her back. It was reprogrammed four to five times and nothing stopped the product from affecting her arm and hand. The pain was continual in the arm no matter what program was used. After the last two programs it started electrocuting across her heart, vagina, left shin, the back of her buttocks and left foot. Then the medtronic rep tried to fix it but was unsuccessful. She was forced to turn it off in (B)(6) 2018. In november the FDA released a statement saying there were a lot of complaints and millions of people were being injured. She had it removed (B)(6). She has permanent neuropathy in her left buttocks, left shin and on and off in her left foot.